Manufacturer narrative:
Initial and final MDR (B)(4) device 4 of 4. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with infusion sets on (B)(6) 2026 as patient stated that one and every four of infusion sets tube got bent and don't receive insulin in about half the time. No further information available.